Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk pci. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. During implantation, the physician declined to use fluoro for placement and the cp was placed in the left femoral and the pigtail caught in mitral structures on transesophageal echocardiography. The physician removed the wire and attempted to reposition manually, but the pump recrossed into aorta (ao). The pump was removed, flushed, replaced under fluoro with difficulty with positioning, catching mitral structures. Attempt was made to reposition the pump on the wire, then the physician removed the wire. The physician then attempted to manually pull pigtail/pump out of structures without wire and the pigtail re-crossed the atrioventricular with entire pump in ao. After the pump was successfully passed the second time, multiple units blood loss occurred from cracking outside body slowly. Bicarb added to purge due to ooziness. Systemic heparin to be held overnight.